Event description:
While firing a plcr60b reload on thick rectal tissue via an i60 stapler in a total gastrectomy procedure the anvil of the i60 broke, resulting in tissue transection, but without the formation of staples. Another device was used to complete the procedure. By the end of the procedure the patient's health had not been adversely affected by the event.

Manufacturer narrative:
When visually examined, the returned i60 was found to have a broken anvil as had been reported. In this condition the device was not usable, and so was not functionally tested. It is very likely that the use of the i60 with a plcr60b reload on thick tissue was the cause of the anvil breakage. (According to the instructions for use, the i60 is contraindicated for such usage). Evaluation summary: i60 was returned with a broken anvil; however, unit articulated both left and right as intended. Unit would not fire a reload due to damaged anvil.

Manufacturer narrative:
Patient's age and weight are not known. "999" and "000" are placeholders. This is a follow-up report; the corrections are as follows: this was originally filed as a "product problem", but has been corrected to "adverse event". This was originally filed as a "malfunction", but has been corrected to "serious injury".

Event description:
While firing a plcr60b reload on thick rectal tissue via an i60 stapler in a total colectomy procedure the anvil of the i60 broke, resulting in tissue transection, but without the formation of staples. Another device was used to complete the procedure. By the end of the procedure the patient's health had not been adversely affected by the event.